Event description:
A customer reported to baxter (B)(4) a microbore catheter extension set, with one-link needle free IV connector, which had "the pressure on the pump aborts injection because pressure becomes too high (over 300 psi)...the issue occurs always when pressure injecting above 3 ml/sec." It was reported that the device was being used with a greater than 20-gauge catheter, and the infusion rate was 3-6 ml/sec. The infusion would shut off at greater than 300 psi. It was reported that this issue was only observed with the one-link and only at one location/facility. There was no kinking or clamping of the device. The process step is during infusion. The sample is not reported to be available for evaluation. Any potential patient involvement is unknown. It should be noted that this device is power injector compatible up to 325 psi.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The customer states that the pressure injector does not seem to be compatible with the extension. This is not lot specific, but occurs with every extension we have tried when we try to inject at 5 ml/second. The injector quickly reaches/senses 300psi and shuts down the injection. Furthermore, additional information was received from a baxter sales representative on (B)(4) 2013 as a result of a customer visit. The customer reports that this issue occurred last (B)(6). The customer advised that when the device is used with the power injector it will make a high pitched sound and shut down. The staff report that they are not able to run above 200 psi however 1 nurse admitted to trying settings at 300 however pressure would alarm and shut down the power injector being used is a medrad stellant diagnostic imaging pressure injector. The baxter representatives reinforced proper luer attachment however was assured that they securely tightened all connections. The hospital is currently switching all patients to the medical specialties sc-25cl pressure rated port and set (rated at 8cc/sec and max pressure of 500 psi) which is run to a max of 5cc/sec. The patient's involved are being transferred into this hospital from rural sites where the one-link is in use. A follow-up report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The sample is reported to be not available for evaluation. If additional information or samples become available, a follow-up report will be submitted.